Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; no abnormalities were noted in the appearance of the subject device. Omsc could not reproduce the reported phenomenon which was that 3d endoscopic image was not displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before a unspecified procedure, 3d endoscopic image was not displayed. The subject device was used with a olympus 3d deflectable videoscope ltf-s300-10-3d, a sony monitor lmd-x310st. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc investigated the device, however found no anomalies. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the following; the dx board that generates 3d video signals and switches between 2d and 3d images malfunctioned temporarily due to the influence of the usage environment such as power supply noise, disturbance noise, or etc., causing an error occurred when switching between 2d and 3d images. The endoscope connected to the device had failed. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.